Manufacturer narrative:
This product was not returned to integra for evaluation. However, in order to provide another level of protection integra has added the following warning to our blade holders, "warning: use only with padgett dermatomes." This is in addition to the existing warning statement on the pouch which reads: "this blade is designed for use only with padgett dermatomes."

Event description:
A padgett dermatome blade was inserted into a zimmer dermatome during a skin graft. The reporter described the event as; a (B)(6), female, with a history of necrotizing fascitis of the left leg and upper thigh presented for skin grafting of her left lower extremity. Prior to the procedure the wrong dermatome blade (padgett) was placed on the wrong dermatome (zimmer) causing the dermatome to "jump" during the initial harvesting. This caused an unplanned piece of tissue to be removed. The skin was placed back and sutured in place with a 4-0 monocryl. Additional clinical info has been requested.